Event description:
Caller reported device = 517 mg/dl. Caller stated customer went to the emergency room (ER). Hospital device within 1/2 hour + in the 300s mg/dl. No treatment was received. Customer was kept at hospital for three hours and released. No controls were used. A request was made for return product and replacement product was sent.